Event description:
On (B)(6) 2025, the user reported persistent elevated blood glucose readings, with a peak of 400 mg/dl, over several days. The user had not yet performed a supply change at the time of the report. The ilet displayed high glucose alerts. No leakage or symptoms were reported, and no confirmatory fingerstick reading was available.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.